Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation. This report is a follow-up to mw5106944.

Event description:
Type of procedure: unknown. Description of event: complaint created based on medwatch received by maude search. Report number mw5106944. This is an anonymous complaint filed by an unknown reporter via maude. Thus, no further information can be obtained. This is a product problem report. Mw5106944. "Small plastic portion of endocath bag broke off in pt's abdomen when specimen was being retrieved, and surgeon made aware. Piece was retrieved." Product not available for return as the reporter is anonymous. Patient status: no details regarding the current patient status were provided. Type of intervention: piece was retrieved from patient's abdomen.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up medwatch #mw5106944.

Event description:
Type of procedure: unknown. Description of event: complaint created based on medwatch received by maude search. Report number mw5106944. This is an anonymous complaint filed by an unknown reporter via maude. Thus, no further information can be obtained. This is a product problem report. Mw5106944. "Small plastic portion of endocath bag broke off in pt's abdomen when specimen was being retrieved, and surgeon made aware. Piece was retrieved." Product not available for return as the reporter is anonymous. Patient status: no details regarding the current patient status were provided. Type of intervention: piece was retrieved from patient's abdomen.